Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The proximal conductor of the lead became ex trinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix retracted and blood/tissue visible inside helix. Used alcohol to remove blood/tissue, found helix is bent and the proximal conductor is distorted/kinked at 50.5cm which could effect helix rotation and advancement.

Event description:
It was reported that during the implant procedure, the lead was placed and rotation tool was used to extend the helix. Despite multiple turns, the helix would not advance. The lead was removed and then the rotation tool was used and it took 40 turns to get the helix to advance. The physician did not feel comfortable using the lead. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.